Event description:
The following has been reported: nursing staff reported: blood tubing that would not prime, it was reported that despite multiple attempts to prime the tubing, it would not flow. Customer attempted to troubleshoot the issue and it is not clear what caused the tubing malfunction. The blood was returned to the blood bank and unfortunately, the unit had to be wasted due to this event. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: unable to prime air from tubing set an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Potential root causes could be related to 1) kinks located somewhere in the admin set, 2) blockage / occlusions at connections or ports, 3) slide clamps being actuated on the tubing. However, without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections.